Event description:
The customer reported that the unit fails to power up.

Manufacturer narrative:
(B)(4): the customer reported that the unit fails to power up. The unit was evaluated at philips, and the failure was verified. Replacing the processor pca resolved the failure. The unit passed all post-service testing and was shipped back to the customer site.